Event description:
The reporter stated that on (B)(6) 2013, the IV line was inserted in pt and used as an arterial line. On removal plastic cannula broke off with only approximately 0.5 cm still attached to the hub. Bedside ultrasound identified remaining cannula still in position. Bleeding from site continued for 15 minutes with direct pressure being applied. Allens test was normal (good vascular flow). No neurovascular deficits occurred. Case referred to cardiothoracic and vascular registrars for further mgmt. Pt had repeat arterial doppler 4 days later which still demonstrated the cannula in position within the artery. Unsure as to mgmt plan for pt at this point. No further info is available.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.